Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the patient could not feel the vibratory notifier on the implantable cardioverter defibrillator. Upon interrogation, the right ventricular lead exhibited high capture and high impedance. No intervention was performed. The patient would continued to be monitored via merlin.net.

Manufacturer narrative:
A partial lead was returned in one piece measuring 53.6 cm from the distal tip. The reported events of high pacing lead impedance and increase captures threshold were confirmed. Calcification noted 0.1 cm ¿ 2.1 cm from the distal tip covering the ring electrode. The cause of the reported event of was isolated to significant calcification on the distal portion of the lead.